Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Pictures were received, and the reported issue was observed. However, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the needle hub broke which resulted in leakage at the luer connection. After attaching the needle to the syringe he heard a noise and noticed that the plastic sheath around the needle was cracked and that product was flowing out.